Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch (lss) due to out of range impedance measurements. There was subsequent myopotential noise, oversensing, and pacing inhibition after the lss, resulting in a pause of approximately four seconds. Troubleshooting was to be performed. No adverse patient effects were reported. The device system remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).